Event description:
The customer reported that the device fell and can no longer be turned on. The customer did not know how the device fell. No user or patient harm was reported.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.